Event description:
Pt called on (B)(6) 2018 alerting staff to hm ii vad alarms. Noted 6 'low flow' alarms on (B)(6) 2018 from 0757-0800 while the pt was connected to ac power. Pt was seen in the ed on (B)(6) 2018 at which time waveforms, data and xrays of driveline were sent to abbott labs for evaluation. Noted "pump off alarms" on (B)(6) 2018 at 2336 and (B)(6) 2018 at 0757, 0758 and 0800 while connected to the ac power. Pump stoppage due to a fractured driveline wire causing short to shield effect. The decision was made to exchange the pt's hm ii pump in light of the pump stoppage along with a chronic pseudomonal driveline infection. The pt was taken to the operating room on (B)(6) 2018. Surgery went well. The pt is currently recovering on our telemetry units.